Manufacturer narrative:
Investiation summary: the event represented is not addressed in device labeling. A malfunction ID occur. This reportable MDR event was investigated as part of an ongoing study of the axsym system by abbott into the causative reason for malfunctions. Results of the investigation yielded a number of system enhancements implemented on customer units. Improvements included axsym system software version 3.0 with enhanced algorithm for fluid detection, new buffer tubing and seal fittings which reduced bubble forming in tubing lines, modifications to the liquid level sense board to decrease sensitivity of the instrumentto elctrostatic discharge, and packaging modifications for added protection to probes. In addition, abbott has emphasized to our customers that correct operating procedures must be followed to ensure optimal performance of the axsym system. Areas that were emphasized included probe crash recovery procedrue, recommended tube size and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sample and reagent handling. This is the final report.

Event description:
On 12/17/96, the account received an erratic result for the bhcg assay while operating the analyzer. A bhcg result of 35 miu/ml was received and reported as positive. The dr requested a quantitative result and the lab reran the specimen. Repeat test results of the specimen from the original tube and the aliquot tube were both 0.0 miu/ml. The specimen result before the 35 miu/ml result was 107,000 miu/ml. No report of injury.

Event description:
Around 11/7/96, an erratic bhcg result was obtained while operating the analyzer. A bhcg result of 141 miu/ml was reported and later questioned by the dr. The original tube and the aliquote tube were both retested and results of 0.0 mlu/ml. Were received. No report of injury.